Event description:
This is the first of two reports (same product problem - reported together, different product ID/lot numbers). It was reported that swivel connection was broken at dot knob in the sleeve. It was unknown if there was any patient contact, patient injury, or increase in surgery time. Additional information has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported information.